Manufacturer narrative:
This product was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance anomaly. This product has not been returned for analysis. No additional adverse patient effects were reported.